Event description:
It was reported that balloon rupture and detachment occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the severely calcified common iliac artery. A 6.0 x 60 mustang balloon catheter was advanced for dilatation. However, during the first inflation before reaching rated burst pressure, the balloon ruptured. Upon removal, a piece of the balloon appeared to have been sheared off by the sheath. A cutdown open surgery was then performed to remove the balloon debris. No patient complications were reported and the patient status was good.